Manufacturer narrative:
Concomitant medical products: dtba1d4 crtd, implanted: (B)(6) 2015; 5071-35 lead, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) and implantable pulse generator (ipg) systems were explanted due to an infection. A temporary pacing lead was implanted and a replacement device was later implanted once the infection had cleared. No further patient complications have been reported as a result of this event.